Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: dtmb1q1 ICD, implanted (B)(6) 2017, 429888 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing and diminished p-wave sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.